Event description:
A physician reported a pt who was double skin tested on 7/7/97 and 9/11/97; both with negative results. On 10/15/97, the pt was treated in the lateral canthals, nasolabial folds and upper forehead lines. On 12/15/97, the pt called the office and stated she had swelling and redness at the periorbital (canthal) treatment sites; onset date unk. The physician prescribed a medrol dose pack and ultravate cream. On 12/20/97, the pt's symptoms had not improved and the physician prescribed a prednisone 40 mg taper. On 12/29/97, the pt had swelling at the treatment sites of the canthal areas and around the mouth. The pt was on prednisone 30mg daily, and the physician prescribed zyrtec. On 12/31/97, the pt's symptoms had not improved and the physician prescribed claritin. The pt continued on the prednisone taper. On 1/5/98, the symptoms persisted. The physician prescribed another prednisone taper and topical temovate cream. On 1/6/98, the pt developed generalized facial hives. The physician prescribed claritin. On 1/16/98, the pt developed "bumps" at the treatment sites. The physician prescribed temovate and prednisone. On 2/7/98, the physician noted facial acne lesions (exact areas not specified) which he believed were related to the steroid therapy, and not related to the collaggen. The physician discontinued the prednisone and temovate, prescribed cutivate cream, and injected both lateral canthal treatment sites with celestone intralesional. On 2/28/98, the physician noted induration at the canthal treatment sites and nasolabial folds, injected areas with celestone intralesional and advised the pt to continue on cutivate cream. On 3/10/98, the pt phoned and stated she had redness and "puffiness" at the treatment sites. The pt also reported that her primary care physician had diagnosed corticosteroid induced diabetes; with blood sugars between 300-489. The physician believed the diabetes was not product related. On 3/10/98, the physician prescribed desowen, and discontinued the cutivate. On 3/11/98, the pt called and stated her primary care physician had prescribed glucophage for her diabetes symptoms. On 3/27/98, the pt continued the glucophage for her were 300-400. The physician noted some continued erythema at the periorbital treatment sites, but noted improvement of symptoms at the nasolabial folds. There was no induration noted, and the acne had resolved. The physician prescribed westcort cream. On 4/24/98, the physician noted induration and erythema at the right nasolabial fold, glabella, and the malar ridge; celestone intralesional was injected, and desowen lotion, and cleocin-t lotion prescribed. On may 21, 1998, the physician noted improvement in the symptoms. On 6/7/98, the physician noted continued improvement and the pt noticed less frequent "flares". Some induration at the right canthal and right nasolabial folds was noted. The physician injected celestone intralesional to these areas. On 8/11/98, the pt was seen and reported intermittent "flares". The physician noted induration and erythema of the forehead and the left cheek, which were injected with celestone intralesional. The physician believed the pt's treatment site symptoms and facial hives were related to a hypersensitivity. There was no note on the chart if the diabetes was resolved. No further medical or surgical intervention was planned.